Event description:
Independent repair center customer alleged alarming/red light. The key failure is the heat exchanger hose was disconnected from heat exchanger. Provider reattached and crimped hose clamp. No new parts listed.